Manufacturer narrative:
Qn# (B)(4). Additional information requested from the user facility regarding the event and patient condition. No additional information received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer and no sales history was available. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5087783) "radial artery catheter broke off in a patient during insertion".

Manufacturer narrative:
(B)(4). Additional information requested from the user facility regarding the event and patient condition. No additional information received at the time of this report.

Event description:
According to the medwatch (mw5087783) "radial artery catheter broke off in a patient during insertion".